Event description:
The patient's mother contacted animas on (B)(6), 2012 regarding a billing inquiry. At the time of the call, the patient's mother reported that the patient went into a diabetic coma right after starting on animas pump. No additional information regarding the injury was able to be obtained. Customer support made several attempts to reach the patient to obtain additional information regarding the injury and to review the subject pump; however, were unsuccessful in their efforts. At the time of the initial call, it was not mentioned which pump the patient was using at the time she went into a diabetic coma. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The pump information for the complaint date has been overwritten. The black box and history for the event on (B)(6) 2012 are no longer available for analysis. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The pump completed and passed a 29 hour flow accuracy test; and was found to be delivering within the required specification. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. A force sensor calibration test showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification.